Manufacturer narrative:
We reviewed the DHR for this chair, and it passed all applicable quality tests and configuration requirements, and met all specifications as ordered when it left the facility. The review of the DHR shows that a parts order was made after the device's initial distribution to change the wheel and axle used for the full wheelchair assembly. Our records show that the parts sent on the order were correct. The dealer or end user would have been responsible for ensuring correct installation of the wheel and axle, including setting the axle to fit and lock correctly in the axle sleeve. The end user describes significant issues with maintenance activities performed by the dealer, and expressed a lack of confidence in continued service. Due to the sequence of events, it is likely the wheel assembly was not installed correctly, or was not properly maintained according to the owners manual. The owners manual prescribes to "make sure that axles lock properly in axle sleeve" before initial use and weekly thereafter. There is further notice on the maintenance page that, "you must make sure that axle locks properly in the axle sleeve every time you remove and reinstall a rear wheel, and you should verify this at least weekly." The owners manual warns to "never use your chair unless you are sure that both rear axles are locked into place in the axle receiver. If an axle is not fully locked into place, the rear wheel may come off during use of the chair and cause you to fall. You can tell when the axle is locked into place because the quick-release button in the center of the axle will pop out fully. It is also a good idea to pull on the wheel to double-check that the axle is securely locked as a final precaution."

Event description:
Customer claims that when entering their home the rear wheel disassembled and they fractured their elbow.